Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder arthroscopy the anchor of the first row broke off when screwed in. The tip of the anchor broke off inside the patient's joint and was removed. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1927bct-1 suture anchor, biocomposite corkscrew was received for investigation. Visual evaluation of the returned device noted the anchor was missing and the suture of the device was damaged. Functional testing was not performed due to the damage to the device and missing components. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion, improper bone prep, and/or prying/leveraging the device during use. The bone quality of the patient and the information of the instrument used to prepare the bone socket for insertion of the implant were not provided. Refer to investigation photos.